Event description:
According to the reporter:. Procedure: lavh. The tip of the shaft was damaged and surgeon is not sure if part of the piece might have been left in the pt. The procedure was completed with another device without complication.